Event description:
A malfunction was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction as it did not recur afterward. The customer was instructed to continue using the pump and to call back if the malfunction code appears again.